Event description:
Information received from the field notes that the patient was hospitalized with chest pains. The patient also complained of muscle stimulation. Intermittent ventricular capture and sensing were observed when the patient performed isometric exercises, sat up or laid down. An x-ray revealed that the lead had dislodged. The lead was successfully repositioned with appropriate capture and sensing.